Event description:
It was reported that 50 bd emerald syringes 10ml with needle contained foreign matter. The following information was provided by the initial reporter: "clearly visible foreign particles."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/7/2021. H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned sample of (2) emerald 10ml from lot # 1090345 product # 303083 with the reported issue that ¿clearly visible foreign particles / stopper's dry articles inside the sealed pack¿. The DHR of material number 303083 and lot number 1090345 was checked and no quality notification was recorded on this lot. Two samples and three photographs were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 303083 and lot number 1090345 for investigating the reported defect of foreign matter. None of the ten retention samples showed any foreign matter in them. The photographs of the complaint sample visibly show foreign matter. The defect is confirmed. 1. Why was there foreign matter inside the syringe stopper? The syringe stopper area was found to have holes exactly at the places where the foreign matter is found to have got accumulated. 2.why were there holes on the packed unopened syringe packages? The holes could have got created due to pest infestation 3.why was there pest infestation? Unhealthy or unhygienic storage conditions could have led to pest infestation 4. Why was the facility unhygienic? This could have taken place at the super stockiest level. There is no control over the super stockiest warehouses or their storage area. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 50 bd emerald syringes 10ml with needle contained foreign matter. The following information was provided by the initial reporter: "clearly visible foreign particles".